Event description:
A malfunction alarm, specifically malf 12, was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, provided pump reset information, and advised the customer to continue using the pump while instructing them to call back if the malfunction code recurred, which it did not after the reset.